Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had a low blood glucose event. Customer's blood glucose declined to 29 mg/dl. Customer stated the paramedics were called to treat for their blood glucose. The customer also reported having discrepancies between their sensor glucose and blood glucose readings. Customer's blood glucose would be 150 mg/dl and their sensor glucose would be 220 mg/dl. No additional information provided.